Event description:
It was reported that during a procedure with this fiber, it broke outside the patient and caused a minor burn in the scrub technician's thumb. There were no patient complications and no further operator complications.

Event description:
It was reported that during a procedure with this fiber, it broke outside the patient and caused a minor burn in the scrub technician's thumb. There were no patient complications and no further operator complications.